Manufacturer narrative:
The reported complaint was confirmed by data log analysis. On (B)(4) 2014, calibration failed as reported with "o2 sensor out of range at calibration". The field service representative (fsr) replaced the epgs unit and performed checks. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. They did not need to use the epgs with the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.